Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the device evaluation, the service technician observed foam particles inside the assembly along with tobacco contamination, insect infestation, and dust/dirt inside the device. Additionally, the service technician also noted multiple error codes (e65, e66, and e55). The service center scrapped the device after the evaluation was completed.